Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR is to include the additional event information received on 4/26/2020. The additional event information resulted in a change in the reportability of this complaint. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Section b5: additional information received indicated that there was a kinked and not a crack on the tip. One non-sterile envoy da, 6f, 105cm, mpd unit was received inside of a pouch. The received device was visually inspected and the distal tip was found compressed. No other damages were observed on the device. A manufacturing record evaluation was performed for the finished device e12018 number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the tip of a 6f, 105cm envoy da guide catheter (67125805d, e12018) was cracked. There was no patient injury reported. No additional information is available at this time.